Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. The customer completed the patient infection questionnaire: there was a minimum of 5 minutes of pre-cleaning performed immediately after the procedure; water was aspirated through the suction device using the suction pump until the aspirated liquid became clean; pre-cleaning and manual cleaning took less than 30 minutes; leak test was carried out according to manual; the detergent is franklab ddn9; working/suction channel and port points have been brushed and the detergent solution has been suctioned; swab inserted into the operating channel of the aspiration piston; working/suction channel rinsed using the accessories in the instructions for use; the device was properly rinsed manually with disinfectant apa, anios anoxide 1000; all channels were irrigated with the disinfection solution and the endoscope was immersed in it; quality of rinse water after disinfection was sterile water and the endoscope was dried after rinsing using air medical; a procedure was established to avoid cross-contamination of contaminated and treated endoscopes/accessories; the endoscope is stored in a tray in sterile field. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, three (3) patients tested positive for stenotrophomonas in (B)(6) after use of the same bronchoscope on (patient 1) (B)(6) 2021, (patient 2) (B)(6) 2021 and (patient 3) (B)(6) 2021. Additional testing was performed on two of the three patients and they were found to be negative. Patients 2 and 3 were treated with antibiotics. Patient 1 (procedure dated (B)(6) 2021), was tested again on (B)(6) 2021 and the results tested positive for persistent bacteria in his airways. The patient stayed in the intensive care unit for other unknown health problems not related to the infection. The patient's status is reported as "okay now." This report is for patient 1.

Event description:
Due to the multiple dates and patients involved, a timeline of the events follows: (B)(6) 2021: ¿stenotrophomonas¿ was detected in bal of patient 1. (B)(6) 2021: ¿stenotrophomonas¿ was detected in bal of patient 2. (B)(6) 2021: ¿stenotrophomonas¿ was detected in bal of patient 3. ·unknown date: the user confirmed from the sampling taken afterwards that patient 2 and patient 3 were negative. ·(B)(6) 2021: sampling was taken on patient 1 with a different instrument by suctioning bronchus and mini-bronchoalveolar lavage¿combicatch¿. As a result of culture test of the sampling, the user confirmed detection of ¿stenotrophomonas¿. ·(B)(6) 2021: stenotrophomonas maltophilia was detected in culture test performed by the user. (Refer to (B)(6). ·, (B)(6) 2021: sbc received the subject scope and culture tested the scope by the third-party labs. Olympus confirmed that the test resulted in detection of staphylococcus coagulase negative: 1cfu. Stenotrophomonas maltophilia was not detected. The scope was returned to the user after replacement of ns-unit. (Refer to (B)(6), and action item # ga22013146-1) ·(B)(6) 2022: in response to the information on the patient 1, raised (B)(6). ·(B)(6) 2022 in response to the information on the patient 2 and patient 3, sbc raised (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide event clarification, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: b5, h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is unknown. Olympus will continue to monitor field performance for this device.